Event description:
A complaint was reported by a distributor regarding a pump that unexpectedly stopped working. There was no reported impact to the customer's blood glucose level as the pump's performance issue did not specify any blood glucose-related information. The pump was no longer under warranty, and no additional actions or information regarding a replacement or return were provided.